Event description:
This report is filed upon notification from our mr manufacturer (B) (4), (B) (4) to submit this event. Problem: the pt had a mr scan. The pt was scanned with the sense body coil in the need first position. When using the coil, it was rotated 90 degrees clockwise. Immediately after the scan, a second degree burn with a blister (2.5 cm in diameter) was found on the back of the pt's right shoulder.

Manufacturer narrative:
Eval results and conclusion - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.